Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead fractured. It was also reported that the patient fell out of the bed and high and rising impedance was noted. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.